Event description:
Left renal artery occlusion: preoperative diagnostic imaging using angiography confirmed a mural thrombus under the renal artery. Although abdominal artificial vessel replacement was considered as well, the physician selected evar at the patient's request. Evar was successfully completed as planned, but postoperative contrast-enhanced CT revealed that the renal artery was occluded. It was diagnosed as renal artery occlusion due to migration of the thrombus near the renal artery. Comment from the physician: renal dysfunction occurred due to the event. The mural thrombus was noted near the renal artery before the procedure and abdominal artificial vessel replacement was considered as well as an option. When evar was performed, such an event may have occurred even if other devices were used regardless of the treo. Ancillary devices used: aus stiff guidewire (cook), reliant balloon (medtronic), radifocus guidewire, 5 fr pig sizing catheter (cook), medications used: heparin, operation type: eva. (Tc#(B)(4)) .patient outcome - :the patient has not recovered yet."

Event description:
Left renal artery occlusion: preoperative diagnostic imaging using angiography confirmed a mural thrombus under the renal artery. Although abdominal artificial vessel replacement was considered as well, the physician selected evar at the patient's request. Evar was successfully completed as planned, but postoperative contrast-enhanced CT revealed that the renal artery was occluded. It was diagnosed as renal artery occlusion due to migration of the thrombus near the renal artery. Comment from the physician: renal dysfunction occurred due to the event. The mural thrombus was noted near the renal artery before the procedure and abdominal artificial vessel replacement was considered as well as an option. When evar was performed, such an event may have occurred even if other devices were used regardless of the treo. Ancillary devices used: aus stiff guidewire (cook), reliant balloon (medtronic), radifocus guidewire, 5 fr pig, sizing catheter (cook), medications used: heparin, operation type: eva. ((B)(4)) patient outcome :the patient has not recovered yet."